Event description:
It was reported the patients ipg was moving within the pocket site causing pain. As a result a revision procedure was undertaken on (B)(6) 2021 wherein the ipg was repositioned to a new location to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.